Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen text was found to be dim/faded and discolored. Additionally, the battery compartment was found to be cracked below the finger pad and extended down to the primary seal. No power losses occurred during investigation. There was no evidence of moisture damage found in the battery compartment. Unrelated to the complaint, evaluation revealed that the display lens was scratched on the right side of the lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen text was dim/faded and discolored. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.